Event description:
It was reported to medtronic neurosurgery that the strata valve changed pressure settings on its own. The valve was replaced with a fixed pressure shunt.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained. A review of the manufacturing logs showed no anomalies. All of our valves are 100% tested at the time of manufacture.